Event description:
It was reported that the customer received multiple no delivery alarms and a signal too low alarm from his insulin pump. His blood glucose level was 151 mg/dl. Standard troubleshooting was performed. The customer was able to prime the insulin pump and it functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.